Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Inspection of the device revealed that the coil was kinked, stretched, and broken at the handshake connection. Functional testing was performed by connecting the rotablator rotalink advancer to the rotablator console control system. When the infusion line was connected, there were no abnormal leaks noticed and a steady fluid drip from the tip of the sheath was observed as intended by design. When the foot pedal was pressed, the device was able to rotate, but could not reach optimal rpm due to the damaged coil. The reported leak could not be confirmed, as there were no abnormal leaks observed and there was a steady fluid drip from the tip of the sheath as intended by design.

Event description:
It was reported that a fluid leak occurred. A 1.50mm rotalink plus was selected for use. During preparation the speed was limited to 32,000 rev/min and would not increase to reach 180,000 rev/min. It was noted that there was a leak in the rotablator burr sheath. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that a fluid leak occurred. A 1.50mm rotalink plus was selected for use. During the preparation, the speed was limited to 32,000 rev/min and would not increase to reach 180,000 rev/min. It was noted that there was a leak in the rotablator burr sheath. The procedure was completed with another of same device. No patient complications were reported.